Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed incoming functional tests. The battery voltage was depleted and the device was mechanically intact. The analyzer was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.